Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the lens tore. There was patient contact but no patient injury. This is one of two incidents that occurred to this same patient. See manufacturer report number 2023826-2008-00649 for the other report.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens is torn in half and there is a tear in the optic. There is reddish residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root cause for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised an opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.